Manufacturer narrative:
The correction of d4 catalog # and model # deems required. This is based on the internal evaluation. Previous d4 catalog # and model # : ard568370931/ard568811910. Corrected d4 catalog # and model # : ard568370931/ard568330931. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the corrosion occurred and the paint was chipping on the suspension arm, what was also confirmed by a photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to paint damage and rust occurrence, which contributed to the event. The device was not being used for a patient¿s treatment upon the event occurrence. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling and corrosion on powerled and hled surgical lights, there is one event which led to the serious injury due to paint chipping problem. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of rust occurrence and paint peeling is moderate. According to the subject matter expert at the manufacturing site, all maquet sas products comply with: iec 60601-1 ed. 2.0 & 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿ requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Moreover, the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages (powerled IFU 01581 rev. 9, page 29). To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (powerled IFU 01581 rev. 9, page 20). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter is the sw sav technician getinge and the biomedical service of the hia laveran. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022getinge became aware of an issue with one of surgical lights - powerled. It was stated the corrosion occurred and the paint was chipping on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.